Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that to resolve the difficulty charging the patient's ins, they were having their device explanted and a non-rechargeable was being placed. The cause of the difficulty in charging was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty getting the ins to charge since implant due to poor coupling. The patient had an appointment scheduled with their hcp to discuss getting a non-rechargeable ins implanted due to a life style change that does not allow them to sit and recharge like she had been doing. Follow-up was conducted with the patient/hcp.